Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors leaked; the event was further described as "failure of anti-reflux valve". This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured between october 12, 2023 and october 16, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.